Event description:
It was reported that the device was used during a ileocolostomy procedure. It was reported by the rep that the surgeon fired a (1) tx60b to close an end-to-end anastomosis. No unusual events occurred during firing and the closure looked complete upon removal of the stapler. Shortly afterwards, the surgeon examined the staple line and noticed it had come undone. The surgeon noted that the staples seemed to be incomplete in their formation. There was little or no "crimping". The surgeon then performed a hand closing using sutures. There was no consequence to the patient.